Event description:
Fogarty catheter used to thrombolectomise vessel. The end of the catheter broke leaving a price of the fogarty wire inside vessel causing damage to the interior of an undamaged vessel. Wire was removed by opening the vessel and retrieving the wire.